Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the surgeon reported loss of control on the right master controller. An intuitive surgical inc (isi) technical support engineer (tse) reviewed the system logs and noted errors 23013 and 23008 on mtmr#2 (right master tool manipulator on console #2). The customer stated that the other console was working normally. The tse instructed the customer to have the surgeon to use the other surgeon console if possible, for the rest of this case. The tse instructed staff to mark the console with the issue for the field service engineer (fse). The procedure was completed with no reported injury. Intuitive surgical inc (isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and replaced the master tool manipulator (mtm) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint and performed failure analysis. During evaluation, errors 23013 and 23008 were observed along axis 6 and 7. The visual inspection was performed. The mtm2 was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via dte and matlab passed. An axis 6 motor, axis 6 pot board, axis 6 magnet cup, axis 6 bevel gear, axis 6 pinion gear, axis 6 yaw shaft, axis 7 motor, axis 7 pinion gear and axis 7 bevel gear will be replaced as precaution. The complaint was confirmed by failure evaluation, which indicates that the device may have contributed to the customer reported issue.